Manufacturer narrative:
(B)(4). The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which a 2.5x15 mm promus stent was implanted successfully. It was subsequently reported that the patient was found dead at home on (B)(6) 2013. The patient death was disclosed to the site during a vital status search on the internet. According to the obituary, death was sudden.